Event description:
Problems noted by pt: left phlebitis, cystitis, severe left shoulder bursitis (pain radiated to back with tenderness), cranial nerve neuropathy, palpitation/choking for 3 yrs starting in 1981, left hearing loss with dizziness, tinnitus, one mm difference in temporal bones, peripheral edema in knees, hand swelling from high fluid intake, emphysema, chest pain (weakness afterwards), possible mitral valve problem, arthritic changes in cervical spine, capsular contractures with asymmetry, foreign body granulomatous reaction, ruptured right implant, breast lumps-fibrocystic, severe neck and arm pain, arthritic symptoms in fingers, feet, spine, shoulder, neck and left arm, muscle fatigue, swelling hands and fingers, rashes in chest area off and on, breast tender to touch, fatigue, general aching and stiffness, and coldness and pain in feet.